Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump primed properly. Insulin pump received with cracked case at the display window corners and cracked lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had infusion flow block alarm. The customer's blood glucose value was 376 mg/dl at the time of the incident. The customer was treated with pump. The customer stated that the pump had alarmed infusion flow block and changed entire set and issue was solved. The customer stated that the pump again alarmed infusion flow block and there were air bubbles. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.